Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the tip/jaw and the distal shaft of the prograsp forceps instrument broke or separated. The surgeon needed to remove the port to remove the instrument out of the body. The procedure was completed. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was inspected prior to use with no damage noted. The surgical task being performed when the device fragment fell inside the patient was grasping. The prograsp forceps instrument was in use for one hour prior to the issue. The surgeon noticed issues with the functionality of the prograsp forceps instrument during the surgical procedure. The fragments fell into the patient during an instrument collision. The staff felt resistance when removing the prograsp forceps instrument through the cannula and removed the port entirely. After removing the prograsp forceps, the customer also felt resistance through the cannula. The staff did not notice any damage to the cannula after the event occurred. The surgeon noticed damage to the prograsp forceps instrument after the event occurred. The fragments were retrieved with the use of a laparoscopic instrument. All the fragments were confirmed to be removed per the staff. There were no other procedures performed to remove the fragments nor x-rays or ultrasounds to check for remaining fragments. The case was completed robotically. The patient did not return the hospital due to complications of a foreign object. No video recordings or the procedure were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have cracks on the main tube. There were hairline cracks forming on the main tube close to the proximal clevis at the distal end. The prograsp forceps instrument was also found to have a frayed grip cable at the distal end. Common causes of fraying on the distal instrument grip cables are attributed to component failure. The probable root cause of cracks in the instrument main tube is attributed to mishandling/misuse. This complaint is considered a reportable event due to the following conclusion: it was alleged that the prograsp forceps instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure.